Manufacturer narrative:
D10 concomitant products: 3256-51 3256-51 ticron* 2-0 blu 90cm cv305 da - (lot#d3d2117y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the two suture frayed, the threads were broken, and the needles were bent. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the segment of the suture was observed to be fraying, and the frayed section of suture was stained red. The needle was observed to be bent one third of the needle length from the swage. The suture was observed to be stained red in segments along the length of the suture. In one of the stained segments, the suture was observed to be frayed. The suture was observed to be broken at an unstained section. Two needles were observed to be attached to two suture segments. The suture was observed to be stained red in segments along the length of the suture. The suture was observed to be frayed around the swage of one of the needles. It was reported that the suture was frayed and broken and the needle was bent. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.